Event description:
It was reported that a user experienced prolonged hyperglycemia after a missed meal announcement while using the ilet with a contact detach infusion set, with insulin on board observed and no evidence of leakage, and the user relocated the infusion site due to concern about proximity to a prior site. Symptoms included elevated blood glucose values up to approximately 298 mg/dl without loss of consciousness or other acute systemic symptoms. Outcomes included continued device use without hospitalization, professional medical intervention, or backup therapy. Investigation included technical review and user education regarding algorithm function, early conservative dosing, site management, and monitoring. Investigation of this case revealed that the device delivered insulin as expected and that hyperglycemia was consistent with a missed meal announcement and new-user adaptation, with no device malfunction identified. It was concluded that the event was user-related due to missed meal announcement and early algorithm adaptation, and the issue resolved with continued monitoring and site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.